Event description:
It was reported that during a lung volume reduction procedure, staples were malformed at 2nd firing. The user reloaded another like cartridge to complete the case. There was no patient consequence.